Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a (B)(6) male patient had a 5.0 fr double lumen cvl that had broken and the patient had to return to the operating room for a replacement line. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the specifications and trends was conducted during the investigation. No device was returned for evaluation. The lot number of the device is not known, accordingly a review of the manufacturing records could not be conducted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
It was reported a 14 month male patient had a 5.0 fr double lumen cvl that had broken and the patient had to return to the operating room for a replacement line. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.